Event description:
The pt was in for tension pneumothorax, and chronic obstructive pulmonary disease. 3/21 chest tube in place, no pneumothorax. Argyle suction system in place. 3/22 chest x-ray shows small right pneumothorax. 3/23 chest x-ray shows moderate pneumothorax, 3/24 changed to another suction system and pneumothorax showed. Surgery cancelled that was scheduled to correct this problem. Used another co's product.